Manufacturer narrative:
Continuation of d10: product ID 97755-s; serial# (B)(6); explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The caller states he got a text from the pt this morning with a picture of the controller showing low (red) and the ins at %60 and the pt said they had been lying on their right side charging for 90 minutes with excellent coupling. Technical services (tss) reviewed the same consideration--the caller should meet with pt and check diaries, components.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that they met with the patient (pt) at a healthcare provider (hcp) appointment where they met with the patient as they were covering for a different rep. The rep stated that the cause of the recharging issues was unknown. The rep stated that they had suggested to the patient to try charging with either clothes or a washcloth in between the recharger and implantable eurostimulator (ins) as it was superficial. The rep stated that they had tried calling the patient to see if the issue resolved with this method, but the patient has not answered their calls despite calling them multiple times. The rep stated that this information was confirmed with the managing physician as they were present at the appointment.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6), product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that ever since they had the implanted n eurostimulator (ins) and tried to recharge the ins it took 2.5 hours to charge. The controller battery would run out of charge before finishing up a charge to the ins so they would have to stop the charge and recharge the controller. When recharging the ins, the pt could not get up and walk around or do anything when recharging for it kept telling the pt they needed to check the charger for it was not set up or connecting. Pt said they weighed 105 pounds and had no fat on their body, so the ins was placed above the waist. The pt could never get the ins to charge for they either had to sit straight up and not move for 2.5 hours or they must lay on the couch and not move. Pt was in a lot of pain right now. When recharging the ins, the slightest thing set it off, there were times when charging it would be flashing green then it when the pt went to unlock the controller it would go to yellow. It will tell them to reposition even though it was flashing green at them. Pt said they had a manufacturer representative (rep) but they did not respond to pt or show up to a doctor¿s appointment so they called another rep, and they would give suggestions on what to do. The pt had a new rep now. The pt said they had been complaining about the equipment since the beginning and the original rep did nothing about it for it took forever to find the device. When patient services (ps) asked for event date pt said it started from the very beginning for it always took 1.5 hours to charge for they never got excellent. Another individual was helping the pt and they showed the pt on their tablet that they were only getting fair and good connection, pt first notified rep about the issue right after surgery in the first month. Pt said they also had another rep who was a separate rep and now they had a new rep. The pt did not expect the ins to fix their life but give a better life. The pt said it was a pain in the butt to charge all the time and said they were frustrated. During call pt verified no damage to the controller charging port or to the recharger (rtm). Pt reset the controller and attempted to recharge the ins; the pt was recharging at excellent. Pts ins went from 60% to 70%. Pt moved and got poor recharge quality a replacement rtm was requested. Additional information received from a manufacturer representative (rep). It was reported that the pt is taking a long time to charge and has since implant and the replacement recharger (rtm) from this case has not resolved the issue. The rep advised pt to try placing something between rtm and ins as the pt, as noted, is very skinny and the ins is superficial. The caller pulled up the recharge diary and noted that for the month of august, all sessions were 'fair' coupling except on 5 aug when pt got excellent coupling. The caller noted the pt can charge the ins for a couple hours and eventually the controller will deplete, technical services (tss) reviewed this is not unexpected if pt is charging several hours. Tss reviewed based on the info provided that the caller may want to work on charging in-office with the pt as we know based on the diary info that the pt's system can charge with excellent coupling, especially since no errors or messages were presented indicating any external product issues.